Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into the emergency room after receiving a patient notifier. The device was found to be back up vvi mode. The patient was asymptomatic. The device was reprogrammed.